Event description:
The customer reported, the minimum collimation is greater than 5mm and must be adjusted to less than 5mm. No pt injury was reported.

Manufacturer narrative:
(B)(4). The system was repaired, found to be operating as intended, and released to the customer for use.